Event description:
It was reported during implant procedure that the right ventricular lead exhibited r-wave amplitude variation, high pacing impedance, and increased capture threshold. Lead damage was suspected. The lead was successfully exchanged. The patient was stable.

Manufacturer narrative:
The reported events of high pacing lead impedance, inadequate capture, r-wave amplitude variation and suspected suture tie down damage were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination showed that the inner coil at the connector region was overtorqued consistent with procedural damage. Visual inspection of the lead did not find any anomalies.